Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") and pelvic adhesions ("scar tissue/adhesions") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device on (B)(6) 2011) and surgery (unspecified). At the time of the report, the medical device removal and pelvic adhesions outcome was unknown. The reporter considered medical device removal and pelvic adhesions to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as a result on or around (B)(6) 2011, with further surgeries thereafter as a result of scar tissue and adhesions related to the essure device and removal procedure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be considered but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events scar tissue/adhesions and surgical removal of the device. The plaintiff had surgery to remove the essure implant approximately two years four months after insertion ((B)(6) 2011). The essure micro-inserts are intended to be left in place permanently. The medical management of adverse events or unsatisfactory confirmation tests may include additional surgery and removal of the device. In this particular case, exact reason for surgical removal of the device was not specified. After surgical removal of the device, patient experienced adhesions for which patient undergone further surgery. This case was classified as incident since device removal was required. As a product quality defect could not be considered but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device : left coil was found on top of bladder") and pelvic adhesions ("scar tissue/adhesions") in a 47-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2009. The patient's concurrent conditions included hypertension, endometrial polyp, cervical polyp, genital haemorrhage, dizziness, anxiety, depressed mood and hyperlipidemia. Concomitant products included cyclobenzaprine, dyazide (triamterene and hydrochlorothiazide), ibuprofen, lorazepam, normensal (ortho-novum 7/7/7) from 1987 to 2009 and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In march 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (unspecified). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic adhesions, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fatigue, nausea and pelvic adhesions to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as a result on or around (B)(6) 2011, with further surgeries thereafter as a result of scar tissue and adhesions related to the essure device and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient concomitant condition and concomitant drug added. Lot number received, events medical device removal replaced with events:- device dislocation, nausea, pelvic pain, fatigue, abdominal pain lower, medical device monitoring error. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device : left coil was found on top of bladder"), uterine perforation ("the patient has a history essure tuba! Occlusion 2009 that resulted in a perforated uterus with an essure coil"), fallopian tube perforation ("there was a problem with the right coil perforating her tube"), menorrhagia ("menorrhagia") and pelvic adhesions ("scar tissue/adhesions") in a 47-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2009. The patient's past medical history included irregular menstruation, anxiety, depression, hemorrhoidectomy in 2000 and endometrial ablation in 2009. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, endometrial polyp, cervical polyp, genital haemorrhage, dizziness, anxiety, depressed mood, hyperlipidemia, painful periods, ovarian cyst, abdominal discomfort, postmenopausal bleeding, nausea, dizziness and hyperlipidemia. Concomitant products included cyclobenzaprine, dyazide (triamterene and hydrochlorothiazide), ibuprofen, lorazepam, normensal (ortho-novum 7/7/7) from 1987 to 2009 and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) diagnostic laparoscopy), surgery (hydrothermal ablation) and surgery (unspecified). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, pelvic adhesions, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic adhesions and uterine perforation to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as a result on or around august 2, 2011, with further surgeries thereafter as a result of scar tissue and adhesions related to the essure device and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-jun-2009: total bilateral occlusion hsg was done in fluoroscopy. There was no spill on either side, however that tube that is supposed to be in the right fallopian tube, the rod is misplaced ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation, uterine perforation, medical device monitoring. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. Events fallopian tube perforation ,uterine perforation & menorrhagia was added. Lab data updated. Concomitant & historical conditions & drugs are added. Product, patinet & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device : left coil was found on top of bladder"), uterine perforation ("the patient has a history essure tuba! Occlusion 2009 that resulted in a perforated uterus with an essure coil"), fallopian tube perforation ("there was a problem with the right coil perforating her tube"), menorrhagia ("menorrhagia") and pelvic adhesions ("scar tissue/adhesions") in a 47-year-old female patient who had essure (batch no. 628440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" on (B)(6) 2009. The patient's past medical history included irregular menstruation, anxiety, depression, hemorrhoidectomy in 2000 and endometrial ablation in 2009. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included hypertension, endometrial polyp, cervical polyp, genital haemorrhage, dizziness, anxiety, depressed mood, hyperlipidemia, painful periods, ovarian cyst, abdominal discomfort, postmenopausal bleeding, nausea, dizziness and hyperlipidemia. Concomitant products included cyclobenzaprine, dyazide (triamterene and hydrochlorothiazide), ibuprofen, lorazepam, normensal (ortho-novum 7/7/7) from 1987 to 2009 and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced nausea ("nausea"). In (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) diagnostic laparoscopy), surgery (salpingectomy (bilateral removal of fallopian tubes) diagnostic laparoscopy), surgery (salpingectomy (bilateral removal of fallopian tubes) diagnostic laparoscopy), surgery (hydrothermal ablation) and surgery (unspecified). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, menorrhagia, pelvic adhesions, nausea and fatigue outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic adhesions and uterine perforation to be related to essure. The reporter commented: plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as a result on or around (B)(6) 2011, with further surgeries thereafter as a result of scar tissue and adhesions related to the essure device and removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Hsg was done in fluoroscopy. There was no spill on either side, however that tube that is supposed to be in the right fallopian tube, the rod is misplaced. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation, uterine perforation, medical device monitoring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgical removal of the device") and pelvic adhesions ("scar tissue/adhesions") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of the device on (B)(6) 2011) and surgery (unspecified). At the time of the report, the medical device removal and pelvic adhesions outcome was unknown. The reporter considered medical device removal and pelvic adhesions to be related to essure. The reporter commented plaintiff had to undergo surgical removal of the device and/or a hysterectomy, as a result on or around (B)(6) 2011, with further surgeries thereafter as a result of scar tissue and adhesions related to the essure device and removal procedure. Company causality comment: this litigation case report refers to a female plaintiff who had essure(fallopian tube occlusion insert) inserted on (B)(6) 2009, and reported adverse events scar tissue/adhesions and surgical removal of the device. The plaintiff had surgery to remove the essure implant approximately two years four months after insertion ((B)(6) 2011). The essure micro-inserts are intended to be left in place permanently. The medical management of adverse events or unsatisfactory confirmation tests may include additional surgery and removal of the device. In this particular case, exact reason for surgical removal of the device was not specified. After surgical removal of the device, patient experienced adhesions for which patient undergone further surgery. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.